Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of an omega stent delivery system (sds) with an omega shelf box, product pouch and carrier tube (hoop). The batch number on the returned packaging and device matched the reported batch number. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secure on balloon between the markerbands. Majority of the outer and inner shaft was buckled. The proximal and distal ends of the balloon were bunched. Majority of the stent struts were flared and bent. Inspection of the remainder of the device presented no other damage or irregularities. The inner diameter (ID) of the guide wire exit notch and the distal tip were measured and were within specifications. The guidewire used in the procedure was not received with this device. A .014¿ kinetix guidewire was used for functional testing. The outer diameter (od) of the guidewire was .0135¿. Functional testing was performed by loading kinetix guidewire into the tip of the catheter and advancing through the wire lumen; however, resistance was encountered at the damaged shaft and was unable to advance. There was no evidence of any product quality deficiencies contributing to the damage or reported events. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that shaft kink and difficulty tracking over wire occurred. A 24x2.25mm omega¿ bare metal stent was selected for use to treat the target lesion. During device preparation, the distal end of the shaft was bent and the stent delivery system (sds) failed to track over the guide wire. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.